Manufacturer narrative:
The catalog number and lot code were not available. The device was reported as an unknown dall miles cable. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
The surgeon reports that a patient who was a status post left abg ii revision hip, had a fracture of the greater troch which is now displaced and requires a surgical intervention. It was noted that during the procedure, he requested to put a trochanteric grip and cable to secure the fragment. He chose a posterior approach to perform the procedure since his initial revision was only a few weeks ago. The surgeon reduced the fracture and applied a med troch grip. After finding it too small, he decided to change and use the 100mm grip plate. The plate was tightened down with the cable tension ears and was found to be stable. (B)(6) 2014: the sales rep. Clarified that the patient required medical intervention following an abg ii revision surgery on (B)(6) 2014, at which time upon removal of the stem, a fracture of the greater trochanter occurred. The surgeon used dall miles cables to fix the fracture. Then on (B)(6) 2014, the patient returned to the or because the fracture had displaced. The cables were removed and a 100mm grip plate was implanted to stabilize the fracture. The rep also confirmed that there was no problem with the trochanteric grip that was originally tried. The surgeon just choice a different fixation device.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown dall miles cable was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review performed and concluded, "there is no evidence that factors of faulty prosthetic design, manufacturing or materials were responsible for this clinical situation." Device history review: a review of the device history records could not be performed as no lot ID was received. Complaint history review: a complaint history review could not be performed as no lot ID was received conclusions: a medical review was performed and concluded that there was no evidence of a device related issue. The exact cause of the event however could not be determined because insufficient information was provided. Additional information, including operative reports, additional x-rays and return of the device are needed to fully investigate the event.

Event description:
The surgeon reports that a patient who was a status post left abg ii revision hip, had a fracture of the greater troch which is now displaced and requires a surgical intervention. It was noted that during the procedure, he requested to put a trochanteric grip and cable to secure the fragment. He chose a posterior approach to perform the procedure since his initial revision was only a few weeks ago. The surgeon reduced the fracture and applied a med troch grip. After finding it too small, he decided to change and use the 100mm grip plate. The plate was tightened down with the cable tension ears and was found to be stable. On 03/25/2014: the sales rep. Clarified that the patient required medical intervention following an abg ii revision surgery on (B)(6) 2014, at which time upon removal of the stem, a fracture of the greater trochanter occurred. The surgeon used dall miles cables to fix the fracture. Then on (B)(6) 2014, the patient returned to the or because the fracture had displaced. The cables were removed and a 100mm grip plate was implanted to stabilize the fracture. The rep also confirmed that there was no problem with the trochanteric grip that was originally tried. The surgeon just choice a different fixation device.